Event description:
It was reported that the patient had a revision surgery due to inflation issues and a rupture in the cylinders. When pumping the cylinder, the cylinders did not inflate and the pump bulb remained flat. A patient outcome was not reported.

Manufacturer narrative:
Allegations related to cylinder has a hole, inflation issue and pump collapse were reported. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at folds. Cylinder 1 has a leak in proximal cylinder with broken fabric treads and a hole in the outer tube due to input tube wear with avulsion. Cylinder 2 has a fatigue leak that was result of wear at a fold in the outer tube; hole was present in cylinder body. The outer tube of cylinder 2 was stretched which is likely the result of fluid between the inner and outer tubes. The kink resistant tubing (krt) of both cylinders were worn to the filament; no leaks were found. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed deflation test (2). Product analysis confirmed the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required

Event description:
It was reported that the patient had a revision surgery due to inflation issues and a rupture in the cylinders. When pumping the cylinder, the cylinders did not inflate and the pump bulb remained flat. No patient complications were related to this device.